Event description:
The medical center had an impella cp support ongoing in which there was pulses lost on the right lower extremity, which was accessed by and for the impella. The team made choice to explant the pump after just over 1 hour of support. No further measures were taken for the limb ischemia.

Manufacturer narrative:
The medical center discarded the impella pump and introducer sheath product at the time of explant. No benchtop analysis to root cause is possible. Further clinical details and imaging have been requested, but not yet furnished. Should root cause be determined via new information being shared, a final report will follow. The failure mode will be monitored and trended.